Manufacturer narrative:
Follow-up submitted to report device evaluation.

Event description:
Per complaint (B)(4), it was reported that a dentist that was untrained with using a guide did not angle it correctly after manipulating guide to fit the keys during clinical procedure. The patient experienced an edema, bleeding, pain, and inflammation. The dental implant was removed. The procedure was not completed in the same visit.